Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in spain.

Event description:
It was reported that during unknown timing, the skin getting stuck in the mesher. There was unknown patient impact. Due diligence is in progress, no further information is available.